Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. It was reported that a male pt had a sub-acute thrombosis post cypher stent implantation. The pt's history includes angina pectoris, diabetes, and brain infarct. This pt's history puts him at increased risk for mace. The target lesion was left main (lm) to proximal left anterior descending (lad). It was reported that the procedure was an elective case. The vessel was a de-novo, bifurcated, calcified, flexion, ostial and tortuous lesion. Aha/acc classification of the vessel was type c. The lesion length was 50mm and vessel diameter was 3.0mm. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The IFU outlines that it should not be used in lesions located in the lm, ostial lesions or lesions at a bifurcation. Pre-dilatation was conducted with a balloon (2.5/20mm) at 14atm for 15 seconds. After implanting a noncordis driver bare metal stent (bms) at the proximal lad, a cypher (3.0/28mm) was implanted at 16atm for 30 seconds at the lm overlapping with the bms. Post-dilatation was conducted with the sds balloon (3.0/30mm) at 16atm for 30 secs. Ivus was not conducted. The residual % of stenosis was 25%. Timi flow before the procedure was 3 and 2 after the procedure. The use of the cypher is contraindicated in vessel tortuosity in the region of or proximal to the lesion and in lesions that prevents complete inflation by ptca. Five days post procedure, the pt complained of chest pain in the hospital. Cag was conducted and thrombus was observed from the cypher. To treat the thrombus, poba was conducted with a balloon (3.0/unkmm) at over 20 atm. And cypher (3.5/8mm) was implanted proximal to the cypher (3.0/28mm) overlapping it. A bms (driver) was implanted at d1#9. Iabp was inserted. DHR review was conducted. Product met quality requirements for product acceptance. Information collection has been performed on the aggregated DHR review report for epidemiology and reporting revision. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the probable cause of this event was that the stent was under-dilated due to heavy vessel calcification. The use of the cypher is contraindicated in vessel tortuosity in the region of or proximal to the lesion and in lesions that prevents complete inflation by ptca. The pt's vessel characteristics and location along with medical history puts him at a greater risk for mace. There are pt, vessel and procedural factors that likely contributed to the reported in-stent thrombosis.

Event description:
Approx two weeks after receiving a 3.0 x 28mm cypher stent, the pt had coronary stent thrombosis.